Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient. The patient experienced peritonitis, which was manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the event and was treated with alphacef (3gm/day) and medfurin (2gm/day) for the peritonitis. Two weeks later, the patient stopped the treatment with antibiotics and was discharged from the hospital. The patient recovered from this peritonitis event.